Event description:
It was reported that during a procedure to treat an aneurysm in the left internal carotid artery with heavy tortuosity, a rx acculink carotid stent system was advanced with resistance and attempted to be deployed. Several unsuccessful attempts were made to deploy the stent; however, the stent completely failed to deploy. Reportedly, no force was applied to the stent system. The rx acculink carotid stent system was withdrawn from the patient anatomy with resistance and once outside of the patient anatomy it was noted that the distal shaft of the stent system was fractured closer to the rapid exchange port but not separated in two pieces. A herculink elite stent was implanted to successfully treat the target lesion. There was no adverse patient effect. There was a slight delay in the procedure but the delay was not clinically significant. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age as the patient was reported to be in their 70's. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.